Event description:
It was reported that the adhesive failed on a cleo® 90 infusion set while the patient was showering. The blood glucose reading at the time of the event was 353. The patient's blood glucose was elevated due to not administering insulin before exercising. Patient administered a bolus (humalog) via a pump. The patient reports no injury. The patient was able to insert a new infusion set and resume insulin therapy.